Event description:
A (B)(6) female patient contacted zoll customer support to report that the battery charger/modem would not power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not power up) was confirmed. The cause for the charger/modem not powering up was a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The patient received a replacement battery charger/modem.